Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), the monitor shutdown after downloading. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation, the abnormal shutdowns were caused by a defective programmable logic device (u1003). The u1003 component, is a clpd (complex programmable logic device) macrocell, which controls the high-power logic functions of the monitor. The root cause for the defective u1003 component could not be positively identified, however, the actual failure rate for this component is well below the predicted failure rate. No adverse event occurred due to the defective monitor. The last pt to use this monitor did not report any problems.